Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, lab: 3.2, inratio: 1.4 (about 1.5 hours after lab). Therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.